Event description:
Date of event unknown. The user reported that they noticed a smartsite valve leaking from the piston. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. Sample of smartsite valve has been requested for investigation, but not received to date.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.